Event description:
It was reported that there was loss of capture (loc) from this left ventricular (lv) lead resulting from blood inside the insulation. No adverse patient effects were reported. No other information was provided.